Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. Customer's blood glucose reading was 152 mg/dl at the time of incident and also indicated that they previously had 300 mg/dl to 500 mg/dl blood glucose. Troubleshooting assisted customer to resolve alarm. Customer declined to troubleshoot their high blood glucose.